Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with an administration of unspecified (dose/type) insulin by pump (based on carbohydrate intake) before lunch. After eating a meal for lunch, the customer experienced symptoms of hypoglycemia and self-treated with 2 teaspoons of jam. Subsequently, the customer experienced a seizure, a loss of consciousness, and the emergency services (fire department) were called. The customer had contact with a healthcare professional (hcp) who administered 4 vials of "g30 injection" and provided 2 teaspoons of jam as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. A valid serial number has not been provided, and an investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: g3: the correct date received by mfg is 29aug2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm user report which reported the following information: the customer received an unspecified low glucose reading with the use of the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with an administration of unspecified (dose/type) insulin by pump (based on carbohydrate intake) before lunch. After eating a meal for lunch, the customer experienced symptoms of hypoglycemia and self-treated with 2 teaspoons of jam. Subsequently, the customer experienced a seizure, a loss of consciousness, and the emergency services (fire department) were called. The customer had contact with a healthcare professional (hcp) who administered 4 vials of "g30 injection" and provided 2 teaspoons of jam as treatment. Adc customer service successfully contacted the customer to gain additional details regarding this event, and no further information was provided. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care (adc) received an ansm user report which reported the following information: the customer received an unspecified low glucose reading with the use of the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with an administration of unspecified (dose/type) insulin by pump (based on carbohydrate intake) before lunch. After eating a meal for lunch, the customer experienced symptoms of hypoglycemia and self-treated with 2 teaspoons of jam. Subsequently, the customer experienced a seizure, a loss of consciousness, and the emergency services (fire department) were called. The customer had contact with a healthcare professional (hcp) who administered 4 vials of "g30 injection" and provided 2 teaspoons of jam as treatment. Adc customer service successfully contacted the customer to gain additional details regarding this event, and no further information was provided. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b5: describe event or problem. D4: lot #. G3: date received by mfg. G6: type of report. H2: if follow-up, what type? H11: additional mfg narrative. All pertinent information available to abbott diabetes care has been submitted.